Event description:
Patient reported experiencing elevated blood glucose level; checked the infusion device/accessories and noticed that the infusion set tubing was separated from the connector. Patient stated there are no health concerns. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).